Event description:
It was reported that a spectrum pump overinfused during an infusion of ketamine on a pt. It was also reported that there was no pt injury. During further correspondence with the facility, it was reported that the pump was operating within specification since the event, and would not be returned for eval.

Manufacturer narrative:
(B)(4). The device was not returned to baxter for eval and therefore an eval could not be completed. If the device is returned, an eval will be completed and a supplemental report will be submitted.